Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the tubing connecting the pump and right cylinder was cracked. No patient complications were reported.